Manufacturer narrative:
(B)(4). Reporter's email address was not provided. Reporter number (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an ulna shortening surgical procedure, it was observed that the battery device did not fit into the unknown motor device and saw blade device. It was reported that the hospitals drill and saw blades, which were not measured, were used to complete the surgery freehand. As a result, there was a twenty minute delay to the surgical procedure which added pressure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.